Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.

Manufacturer narrative:
The pad-pak was first installed successfully on the (B)(6) 2009 and performed to specification up to the (B)(6) 2013. The device failed a self-test due to a low battery on the (B)(6) 2013. Multiple manual power ups of ten minutes duration were recorded between the (B)(6) 2015 and the final history log on the (B)(6) 2015. The pad-pak became depleted during this time. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.